Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the plunger overrode the lens.

Event description:
The physician reports that during surgery with attempted implantation of the crystalens with the staar surgical lens injector system, the lens became damaged. During surgery, the posterior capsule tore and vitreous fluid was lost. A vitrectomy was performed and the incision was enlarged in order to remove the damaged lens. The incision was sutured and a different lens model was implanted successfully in the sulcus.